Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) possibly delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Oversensing was also observed during untreated events, and in a later episode the shock might have been inappropriate based on rate if not clinically appropriate given the addition of oversensing. The s-ICD system remains in service. No additional adverse patient effects were reported.